Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon full deployment of the valve and complete release of the valve's second tab from the delivery catheter system (dcs), the valve dislodged. Subsequently, the valve was snared up to the ascending aorta, and a non-medtronic transcatheter aortic valve was implanted in the patient's native annulus. It was reported that a 20 minute procedural delay occurred as a result of the dislodge. It was noted that the patient remained stable during the implant procedure and post-operatively.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: 0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the dissection was a retrograde dissection from the innominate artery to the aortic root. No treatment was required for the dissection. It was reported that the dissection occurred prior to the delivery catheter system (dcs) and valve entering and was caused by the non-medtronic pigtail catheter.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. H6. Additional codes. H11. System reported dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon full deployment of the valve and complete release of the valve's second tab from the delivery catheter system (dcs), the valve dislodged. Subsequently, the valve was snared up to the ascending aorta, and a non-medtronic transcatheter aortic valve was implanted in the patient's native annulus. It was reported that a 20 minute procedural delay occurred as a result of the dislodge. It was noted that the patient remained stable during the implant procedure and post-operatively. Additional information was received indicating that an extra-small non-medtronic guidewire was used during the procedure. Prior to the dislodgement the valve was implanted at a depth of 3 mm on the non-coronary cusp (ncc) and approximately 4 mm on the left coronary cusp (lcc). Of note, the implanting physician did not roll to the left anterior oblique view. The deployment starting point was bottom of pigtail catheter and the direction of the valve dislodgement was aortic. Following dislodgement, the implant depth was -2 mm on the ncc and 0-1 mm on the lcc. There was a possible ascending aorta dissection at the innominate artery. It was noted that the dissection was a result of the radial pigtail catheter attempt. The pigtail catheter had been inserted via the contralateral groin without issue.